Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device processor froze and displayed error e116, requiring a restart - but even that did not help at that time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during the device evaluation: due to poor contact between the gpu (graphics processing unit) and the motherboard, error code e116 was displayed. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure, which led to the processor freezing and displaying error e116. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.